Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2017 due to oversensing. The oversensing was causing inappropriate auto mode switch (ams). The patient was non symptomatic and no complications post procedure.